Manufacturer narrative:
Retainer ring: black. Customer returned pump for an alleged failed battery test and high blood glucose found on (B)(6) 2021. Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed battery test during testing. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump was cut open to perform visual inspection and no moisture or physical damage was found on electrical board 1, electrical board 2 or the motor. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. In further review, failed battery test on the event date of (B)(6) 2021 at 22:11:11.000 was noted in insulin pump downloaded history. Unable to confirm high blood glucose. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked corner of belt clip rails, cracked battery tube threads, and minor scratches on liquid crystal display window. In summary, insulin pump passed required testing. Customer alleged for failed battery test is not confirmed. Unable to confirm high blood glucose. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. Customer was advised to wait for 60 second and then insert a new battery. Customer stated they receive battery failed alarm after inserting new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.